Manufacturer narrative:
Other than the timeframe of study falling between 2017 and 2019, no further additional information was able to be provided by the complainant. No specified device part number, lot number, UDI, or metrics were provided. No patient or facility can be identified as the event and devices were reported as an output from the customer's clinical evaluation report conducted for a retrospective study. No additional findings available.

Event description:
Customer reported events related to a clinical evaluation report derived from retrospective studies between 2017 and 2019. Customer described events as follows: this ip capture the following events at 12 months: (n=2) revision. (N=1) pseudoarthrosis. (N=3) hardware failure. This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing 3d printed titanium banana interbody cages versus titanium-coated peek bullet cages for tlif. Reported complications include the following: conduit tlif system 12 months 9 levels had subsidence (n=3) pseudoarthrosis (n=1) adjacent segment disease 24 months (n=1) revision (n=2) pseudoarthrosis (n=1) hardware failure (n=2) adjacent segment disease proti peek bullet cage 12 months 14 levels had subsidence (n=2) revision (n=1) pseudoarthrosis (n=3) hardware failure 24 months (n=4) hardware failure (n=2) adjacent segment disease this is for depuy synthes conduit tlif system and proti peek bullet cage. A copy of the clinical evaluation form is being submitted with this regulatory report.